Event description:
The customer returned the gynecologic laparoscope, which is an olympus asset, with no reported complaint. During device evaluation, damage to the fiber bonding in the outer tube area of the distal end was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the malfunction was likely associated with damage to the fiber bonding in the outer tube area of the distal end; however, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.